Event description:
It was reported the patient had tongue flicking. It was stated there was a change in therapy. It was noted 2 days prior to report the patient was shaking more and teary. It was noted they had a sharp pain at the base of the skull and they kept repeating to themselves ¿can¿t go to sleep, can¿t go to sleep.¿ it was noted the patient was larger and they used a wheelchair and lift to get in and out of it. It was noted there was a change in the patient¿s urine output. It was stated their vitals were okay. It was noted the day prior to report they had refused their pain medications. It was stated the patient had a low grade fever and a tongue flicking was present. It was noted the patient was on a fentanyl patch. It was stated the amplitude had increased from 2.9v to 3.1v and they didn¿t know who did it. It was stated the patient and the family would not have access to the patient programmer. It was noted the implantable neurostimulator (ins) was always turned off at night and back on the next morning. It was further reported on (B)(6) 2014 the stimulator was activated and programming was initiated. It was stated several different lead placements were tried and eventually they were able to get good control. It was noted it was unknown if the patient required hospitalization due to the event. It was stated the cause of the issue was unknown.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0czmx, implanted: (B)(6) 2013, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).